Event description:
In 3/91 rptr was implanted with a cardiac pacemaker. In 10/93 rptr received a notice of alert from MFR advising him that there was a 3 percent risk of lead failure. Rptr was shocked to learn that the failure rate has risen to 30 percent and somewhat amazed that no further warnings or out right re-call has been ordered. Several months ago rptr began to experience irregular sensations. This dr was not aware of any problems with the leads other than the 3 percent failure rate. Since md could not find anything by the monitor he sent rptr home to experience the same problems again and again over the next few days. Per rptr the lead failure is intermittent. Once failure begins the intermittent failures become more frequent. Rptr believes the letter of alert he received in 10/93 is grossly negligent and inadequate. Rptr believes the lack of adequate notification of the problem and the nature of these intermittent failures themselves make this particular product unsafe for the american public and should be re-called at once.